Event description:
After firing an ir60b reload in a laparoscopic gastric bypass procedure, it was noted that the device did not cut tissue. Laparoscopic scissors were used to complete the transection, and the staple line was oversewn. The patient was in stable condition following the procedure.

Manufacturer narrative:
Visual examination of the returned ir60b reload showed that the shuttle which moves the knife along the length of the reload was damaged, jumped its track and became jammed. This was the direct cause of the reported failure of the device to cut tissue. The cause of the damage to the shuttle could not be ascertained. This issue will be monitored.